Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6fr sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, cuff misses occurred with both proglide devices. The guide wire was re-inserted and a new proglide device was used. Reportedly, the sutures of two proglide devices were pre-placed prior to the aaa procedure. An 18fr sheath was used for the aaa procedure and afterward the pre-placed sutures were successfully used to achieve hemostasis. The procedure was finished with good result. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported cuff miss and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.